Manufacturer narrative:
Sample was collected in an 8.5ml bd serum tube with gel separator and centrifuged for 5 minutes at 5600rpm. A field service engineer (fse) was dispatched on-site (B)(4) 2011 for this event. Fse adjusted both the ultrasonic voltage and the fluid tubing to achieve a steady 197v. Fse made necessary adjustments to the alignment of the main pipettor to the reagent carousel and then performed a 20 replicate wet/dry ultrasonic test and a routine system check which all passed within specifications. Assay qc passed within specifications. Visual inspection of both new and settled packs indicated good suspension of particles. The repairs performed by the fse resolved the issue.

Event description:
A customer contacted beckman coulter inc. (Bec) regarding an ov monitor result above the normal diagnostic reference range for one patient generated by the unicel dxc 600i synchron access clinical system that was questioned by the physician. Subsequent testing produced a higher result in the same diagnostic category but outside of the assay's precision claim of <10%. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.